Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, ar-9215-1-03, universal quick connect handle, serial/batch number (B)(6), was received for investigation. Upon visual inspection, it was observed that the tip of the device was broken. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to misuse due to excessive user-applied mechanical forces.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/13/2025, a sales representative reported via (B)(4) that an ar-9215-1-03 universal quick connect handle where it clips in, is broken. This was discovered after a case.